Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient experienced hypoglycemia, was shaking, sweating, and almost lost consciousness. The cgm reading was 53 mg/dl at that time. Even though no fingerstick was taken, the patient stated that based on their symptoms their actual reading would have been ¿way lower." The patient was assisted by their wife who gave him orange juice. The patient then ate a banana and a mango. The patient recovered after treatment and did not go to the hospital. There was no documentation of medical intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.